Manufacturer narrative:
(B)(4). Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The events of ¿quite inflamed¿ and ¿red and tender to the touch¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Adverse events: per table 1: injection site responses by severity after initial treatment occurring in > 5% of treated subjects, possible injection site responses post injection with juvéderm volbella® xc include: swelling, tenderness, firmness, bruising, lumps/bumps, redness, pain, discoloration, itching, and dryness. Postmarket surveillance: the following reported adverse events were received from postmarket surveillance on the use of juvéderm volbella® xc for lip augmentation outside the united states and were not observed in the clinical study. These adverse events, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, loss/lack of correction, hematoma, allergic reaction, infection, paresthesia, herpes, migration, angioedema, and necrosis. Health care professional instructions: patients may have mild to moderate injection site responses after treatment in the lips and perioral area, which typically resolve within 14 days. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. Patient instructions: within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites.

Event description:
Healthcare professional reported injecting a patient in the tear troughs with 1 syringe of juvéderm volbella® xc. The following day, the patient¿s right tear trough became ¿quite inflamed¿, ¿red and tender to the touch.¿ the day of symptom onset, healthcare professional advised the patient to ice the injection area and take "ibuprofen.¿ the symptoms are ongoing. Healthcare professional additionally reported that an unknown time later the area "looks better" but has an appearance of a "ridge." Approximately 2 weeks after symptoms began, healthcare professional performed a "lymphatic drainage" of the area. Some improvement was noted.